Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was able to charge the ins up with the new recharger telemetry module (rtm) on tuesday but then they noticed the screen said stimulation is off. The patient said they turned stimulation on using the top white button but can't get stimulation to stay on even though ins was still charged. The patient used the controller during the call and hit stimulation on, and patient said they would keep pressing that however stim wouldn't stay on - patient later mentioned the screen kept giving them the stimulation on option. Patient services (pss) reviewed "stimulation on" option is on the screen whenever patient pressed top white button regardless if stimulation was already on. The patient confirmed the group c on the screen was outlined in green, indicating stim had been on since patient turned in on tuesday. The patient then clarified that even though they turned stim on, they had not been able to feel stim or get any relief still. The patient confirmed they were on group c before this when they did get relief, and would be fine at intensity 2.1, but had already tried turning stim up to 4.1 and still did not have any relief. The patient tried groups a and b and increased stim, but still did not feel therapy relief or stimulation. The patient went back to group c and increased again, but didn't feel stim yet so they decreased stim back down. The patient denied having any falls recently. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.